Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a procedure on (B)(6) 2022 , the out-flopak broke apart during the procedure. No patient injury reported. No other information is available.

Manufacturer narrative:
Disposable received for investigation : visual inspection was performed and had no kinks or missing components. The outflowpak came disassembled so the functional testing could not be executed. Hence the complaint can be confirmed. This observation will be monitored and trended. No other information is available. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.